Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield infinity skull clamp was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported the torque knob of the a2114 mayfield infinity xr2 skull clamp indicated a pressure of 60 pounds per square inch (psi), then slipped to lower pounds per square inch (psi) indication. There was no known surgery delay. Additional information received on 21sept2020 indicated that a (B)(6) female patient undergone craniotomy for cerebellum tumor resection on (B)(6) 2020. The patient was positioned prone with laminectomy rolls and was not repositioned during the skull clamp placement. Patient had skull clamp laceration (unspecified), applied pressure and was stapled to close. No bleeding was noted from the skull clamp laceration site after taking the patient out of pins. The skull clamp was taken out of the room and replaced to proceed with the surgery. Additional information has been requested.